Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an elective stenting procedure to treat iliac stenosis, when the physician went to insert a 59x80 palmaz genesis long biliary stent into a 7f terumo sheath, the stent pulled back and the stent struts became flared during the initial insertion of the device. The device was removed and they pulled another product to finish the procedure. There was no patient injury. Only the tip of the balloon entered the patient. There was no excessive force used and no difficulty experienced while inserting the device. They had the right size sheath and the device had been handled and prepped per IFU. The user was also trained and used the device many times before. The access site was the right femoral. The stent appeared normal before insertion into the sheath. A guiding catheter was not used. The device will not be returned because the hospital discarded it due to the patient's pre-existing infectious disease.

Manufacturer narrative:
When they went to put a 59x80 palmaz genesis long biliary stent into the sheath, the stent pulled back and the stent struts became flared. The struts were flared closest to the sheath. Only the tip of the balloon entered the patient. They had the right size sheath and the device had been handled and prepped per IFU (instructions for use). The user was also trained and used the device many times before. The device was removed and they pulled another product to finish the procedure. There was no patient injury. The device will not be returned because the hospital discarded it due to the patient's pre-existing infectious disease. The device was not returned for analysis. A device history record (DHR) review of lot 17202343 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent- strut uplift-during use (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. According to the IFU the user should inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Gain access at the appropriate site utilizing the csi size recommended on the label. Caution: always use a csi for the implant procedure to protect the puncture site and the liver tract, and to avoid dislodging the stent from the balloon. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.